Event description:
On 02/08/2000, the surgeon informed the MFR's (MFR) sales rep of the following: pt returned to the hosp with left subclavian thrombosis. Significant swelling in the left shoulder. A pin hole opening two (2) cm from the device body was observed by the surgeon upon saline injection. No further details were provided.